Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error alarm while sleeping. Customer's blood glucose reading at the time of the call was 8.5 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received remote frequency pic failed self-test alarm during self-test due to faulty connector on remote frequency board. The device had minor scratched display window, cracked case at display window corner, and cracked battery tube threads.